Event description:
Removal of dental implant for non-osseointegration. The clinician identified the reason of removal as failure-to-osseionterate related to bone loss.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification, and no thread defects were noted.